Event description:
Patient reported left side "late seroma testing," "capsular contraction" baker grade unknown, and "all the signs/symptoms of bia-alcl." Bia-alcl has not been reported and no pathological testing or markers have been provided. Healthcare professional reported left side removal due to voluntary recall. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, green particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma - late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late; capsular contracture, baker grade unknown, and concern with the product.

Event description:
Patient reported left side "late seroma testing," "capsular contraction" baker grade unknown, and "all the signs/symptoms of bia-alcl." Bia-alcl has not been reported and no pathological testing or markers have been provided. Healthcare professional reported left side removal due to voluntary recall. Device has been explanted.